Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor exhibited a flash memory failure at bga components u102 and 0105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the intermittent connection may have been accelerated through rough handling. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (resetting) was confirmed. As received, the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the evaluation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval, the +5.4 and +3.3 power supplies were shorted. The cause of the shorted power supplies is corrosion. The cause of the corrosion is contamination. The root cause of the contamination is liquid ingress. No adverse event resulted from the damaged monitor.